Event description:
A malfunction occurred, identified with code malf 0. It was unknown or declined whether the customer's blood glucose level exceeded 500 mg/dl, and there was no report of adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and advised continued use of the pump, with instructions to contact support again if the malfunction code reappeared. The customer acknowledged and understood these instructions.